Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021 during an unknown procedure, the surgeon was tapping tough sclerotic bone over the guidewire. Both verse cannulated taps snapped when preparing the pilot hole. Fragments were generated and removed using dolphin nosed pliers. The procedure was successfully completed using an alternative tap. There was a surgical delay of fifteen (15) minutes. There was no patient consequence. This report is for one (1) viper system guidewire, blunt and disposable 1.37mm. This is report 3 of 3 for (B)(4)..

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.